Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she was changing the battery on the insulin pump and a piece came off of the battery compartment. The customer did not know how the damage occurred. Blood glucose value was is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.